Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The external paddles tested with no discrepancies found. Review of the device activity logs did show the reported message; however it could not be firmly established if the reported event was the result of inadvertent shorting of the paddles or a device malfunction during discharge attempt. The device met specifications during extensive testing performed. The clinical data for this event was not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after two successful shocks using external paddles, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.